Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 3000 ml eva tpn bag leaked. The leak was observed at the edge in the lower side of the bag during an unknown process step prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. In the photograph provided, a leak was observed at the edge in the lower side of the bag. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.